Event description:
Procedure: was the stent placed at the intended location at completion of the procedure? Yes. Location of proximal end of stent in esophagus? Distal/ lower esophagus. Location of distal end of stent? Distal end of esophagus were any additional procedure (s) performed during the study procedure? Yes-dilation. Were any adverse events documented during the stent procedure? No. Adverse event #2: migration of the stent to the distal position. Event category: gastrointestinal-esophageal stricture. Event treatment: endoscopic-esophageal dilation. Was the event considered to be related to the study device? Related. Was the event considered to be related to the study procedure? Related. Patient outcome: at the conclusion of follow-up what was the status of the study stent: stent removed endoscopically 25 days post placement. Reason for removal: adverse event. Were any device deficiencies documented after the study procedure and through follow-up medical record review; including device deficiencies that may have occurred during stent repositioning or removal? No. Event status at time of study exit: resolved (patient recovered/stabilized). Primary reason for study exit: malignant indication-through 6 months post stent placement.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation for evo-fc-r-20-25-8-e of lot c1714641 could not be completed as the device or photographic evidence of the device was not returned for evaluation documents review including IFU review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records of lot c1714641 did not reveal any discrepancies that could have contributed to this complaint issue the review of relevant manufacturing records of lot number c1714641 confirms the failure mode has not previously occurred for this work order. The instructions for use, ifu0067 which accompanies this device, it informs the user about the potential complications "additional complications include, but are not limited to: stent misplacement and/or migration". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, stent migration is listed as a potential complication following the placement of this device. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Complete report being submitted due to the completion of the investigation on 07-apr-2023.